Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported ventilator was inspected on site by a maquet field service engineer. The reported pressure transducer test failure was corrected by replacing the following printed circuit boards(pcb): inspiratory pressure transducer, expiratory pressure transducer and expiratory channel. Received logs show that the reported failure has been occurring intermittently since september 19, 2016. Investigation of the returned expiratory channel pcb showed that it is faultless. The reported pressure transducer test failure was not reproduced during test of the returned inspiratory and expiratory pressure transducer pcb. However measured offset values during pressure transducer tests showed that the offset for both pcb had drifted which indicate instability in the pressure sensors on both pcb. This had also an impact on the measured peep (positive end expiratory pressure) during ventilation. Microscopic inspection of the pressure sensors on both pressure transducer pcb showed that there were unknown particles in the ceramic cavities on the top of the sensors¿ chips. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally and no offset drift was noticed. The conclusion is that the presence of unknown particles in the ceramic cavities on the top of the sensors¿ chips has made them instable which caused the reported failure. The root cause of the presence of particles in the ceramic cavities has not been determined.

Event description:
(B)(4).